Event description:
The customer reported that on (B)(6) 2012 elevated cardiac troponin (accutni) results, above the acute myocardial infarction (ami) limit, were generated from an access 2 immunoassay system for one patient's sample on an overnight shift. The first erroneous initial accutni result was reported outside of the laboratory. The patient was started on an aspirin regiment based upon the results the sample was tested on another instrument which generated a lower accutni result, within the normal reference range, which was regarded as valid. An amended report was issued. The original sample was retested on the initial instrument and another erroneous elevated cardiac troponin (accutni) result, above the acute myocardial infarction (ami), was generated. Subsequent repeat testing of this sample on the alternate instrument again generated a lower accutni result within the normal reference range. Beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that the instrument assay quality control results were below the established mean prior to, and on the date of event, however were within two standard deviations of the mean. Possible reagent pack drift was identified. The customer stated the sample was collected via capillary stick and microfuged prior to testing. Repeat testing depleted the specimen and the customer could not verify sample integrity.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) noted that the aspirate probe two peristaltic tubing was routed over the wires to the z motor of the pipettor gantry. The fse re-routed the tubing correctly and performed hardware verification which generated acceptable results. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. No cause can be determined for this event.